Event description:
Customer contacted cts to report a false negative reaction to a patient's antibody screen tested on the provue but reacted by manual gel with an extended incubation.

Manufacturer narrative:
Cts discussed possible causes of the discrepancy, including an increase of incubation times may increase reactivity. Customer indicated that they are confident that the provue and all of the listed ocd reagents are performing as expected. Customer stated their understanding of the possible causes of the discrepancies and that the root cause may be due to the low titer of the anti-c antibody. No incorrect or erroneous results were reported. The investigation determined that the most likely root cause of this event is related to the instrument.